Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet experienced a prolonged low glucose episode following a preceding high, with the highest observed readings around the high-200s, and the low measured at 43 mg/dl while the patient was asleep; the caregiver treated the low with oral apple juice, and troubleshooting and education on low/high alerts and treatment were completed. Symptoms included hypoglycemia and hyperglycemia without reported subjective manifestations. Outcomes included the need for medication intervention in the form of oral glucose, and there was no hospitalization. Investigation included communication with the caregiver and trainer and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and no specific device component implicated, with no findings available from the information reviewed. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.